Event description:
It was reported that this pacemaker exhibited premature battery depletion upon device measurement. This pacemaker was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.